Event description:
We received an allegation about discrepant results for 3 patients' samples tested with elecsys myoglobin (myo) assay, 3 patients' samples tested with elecsys troponin t (tnt) assay, 8 patients' samples tested with elecsys vitamin d (vitd) assay, 2 patients' samples tested with elecsys vitamin d (vitd) assay and ferritin (ferri) assay, 4 patients' samples tested with ferri assay, and 2 patients' samples tested with elecsys thyroid (t3) assay on a cobas 8000 e801 module measuring cell 2 when compared to measuring cell 1 on the same module. Refer to the attachment for all patient data. The customer questioned the initial results. No questionable result was reported outside the laboratory and the samples were repeated.

Manufacturer narrative:
On the day of the event, the qc was acceptable when performed on measuring cell 2 at 4 pm while it was unsuccessful when performed again at 7 pm. The myo reagent lot number was 741940. The expiration date was not provided. The tnt reagent lot number was 725740. The expiration date was not provided. The vitd reagent lot number and expiration date were not provided. The ferri reagent lot number was 762456. The expiration date was not provided. The t3 reagent lot number was 746526. The expiration date was not provided. The field service engineer replaced 2 sipper nozzles. The investigation is ongoing.

Manufacturer narrative:
The alarm trace showed an abnormal low signal alarm. The field service engineer found that the measuring cell sipper nozzles were bent. He replaced and adjusted 2 measuring cell sipper nozzles. He also confirmed no contamination/dirt within the analyzer. The service action (replacing and adjusting 2 measuring cell sipper nozzles) resolved the issue. The root cause was due to an operator's maintenance issue (bent measuring cell sipper nozzles).